Event description:
It was reported that on (B)(6) 2023, a 10mm amplatzer septal occluder was chosen for the closure using a 7f amplatzer trevisio intravascular delivery system. The patients atrial septal defect (asd) patency was measured on ultrasound was 8.9mm and 10 x 7mm by sizing balloon. During procedure, the body of the occluder was swollen and not perfectly placed in the septum. The deformed device was never released from the delivery cable while inside the patient. There was report of interaction with cardiac structures during deployment. There was no report of any angulation/kink noticed with the delivery system. They decided to downsize the occluder into 8mm because of deformation and oversizing. A new 8mm occluder was chosen. The physician tried to connect the occluder to the delivery wire, but it did not connect well and the screws were tight. A new unknown delivery wire was used and it got connected without any problems. The 8mm occluder was successfully deployed without any problems. There was no reported adverse patient effects and health impact has been reported.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. Information from the field indicated that there was an anatomical interference, there was no angulation or kink in the delivery system upon deployment, and a 7f delivery sheath system was used. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Additionally, photo was received from the field and it appeared to show disc bulged. Based on the available information, the cause of the reported device deformity appears to be related to procedure conditions. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.